Event description:
The customer reported the alarm does not have power and that one of the battery connectors is missing. The customer could not provide the date when this was found. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the issue. The alarm was tested three times for power and the alarm powered on each time with no intermittency detected. Unit passes all functional tests. However, a battery spring inside the battery compartment is badly bent. The warning label ink is fading on the edges. Note: instructions for use state: slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside-down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. (B)(4).